Event description:
It was reported that the patient received an inappropriate shock from the device due to supraventricular tachycardia. The clinician indicated that some of the p-waves were falling in blanking periods which was affecting the devices discrimination feature. The patient was hospitalized, zones were reprogrammed and the patients medications were evaluated for possible changes to stabilize the patients rhythm. Also, the right atrial (ra) lead had some undersensing. The device and ra lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2012 (B)(6); competitor implantable pacing lead 2012 (B)(6). (B)(4).